Event description:
It was reported that the patient with this right atrial (ra) lead was admitted with dizziness and heart failure. Atrial noise, undersensing, low p waves, and possible loss of capture were observed. It was unknown if the patient's symptoms were due to this. Troubleshooting options discussed. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).